Manufacturer narrative:
This supplemental is being filed to include an additional results code following the completion of a device investigation. Section h codes have been updated. 6 devices are still pending evaluation.

Event description:
No new information.

Event description:
This report now summarizes 81 malfunction events, instead of 85.

Manufacturer narrative:
1 device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. 1 device that was pending evaluation was not made available by the customer; the reported issue was not confirmed. 4 devices that were pending were evaluated in the field but the issues were not confirmed; no defect or malfunction was found. Section h codes have been updated.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 78 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 6 devices are pending evaluation. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 85 malfunction event(s), where it was reported the devices experienced difficulty maneuvering without tipping. 6 of the events were alleged to have resulted in unspecified minor injuries.